Manufacturer narrative:
Pump had cracked battery tube threads and broken reservoir tube lip. Pump passed displacement test.

Event description:
It was reported that insulin pump had battery compartment and reservoir compartment are damaged. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.